Event description:
After the standard deployment of the three-pice endovascular graft, the completion angiogram was performed. The first post deployment angiogram documeted what appeared to be a large proximal type I endoleak. The molding balloon was re-inserted and re-inflated at the proximal stent. Second angiogram was performed that documented flow from the top of the graft into the aneurysm sac. A magnified angiogram was then performed focusing on the lowest renal and the top of the proximal seal stent, revealing what appeared to be approximately 5mm of uncovered aortic neck. A catheter was placed in the lowest renal artery to mark its location and the main body extension was inserted through the ipsilteral groin entry site. The graft was positioned below the right renal artery and another angiogram was performed. This angiogram documented good positioning of the graft just below the right renal artery. The catheter was pulled down into the distal portion of the graft and the main body extension was deployed with no problems. The molding balloon was re-inserted and inflated within the main body extension. Final angiogram was performed, proximal endoleak appeared absent. No further action was needed.